Event description:
Litigation complaint received ad (B)(6) 2022. Unf and medical records received. After review of medical records patient was revised was due to metallosis. Operatives notes indicated pain and elevated cobalt and chromium levels. Upon incision there was small amount of slightly gray synovial fluid encountered. A mild to moderate metallosis debris throughout the capsule. The majority of the metal debris appeared to actually coming from the cup/liner articulation. Doi: (B)(6) 2005 . Dor: (B)(6) 2021. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.